Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was observed that the bands could not be deployed after rotating the handle several times and multiple bands were also deployed at once. Reportedly, there were no other problems noted, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Blck h6: device code a050501 captures the reportable event of bands failed to deploy. Device code a150103 captures the reportable event of bands prematurely deployed. Block h10: investigation results: the returned speedband superview super 7 handle assembly and ligator head were analyzed. A visual evaluation noted that the trip wire was partially rolled in the handle assembly and not secured in the handle slot. Additionally, the trip wire was bent at the proximal section. Visual evidence suggests that the trip wire slack was not removed properly during device setup. The suture was intact and attached to the trip wire loop. The suture hole was in good condition. No damages were noted on the ligator head teeth and all the bands were deployed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event of bands premature deployment and failure to deploy were confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). A visual evaluation identified that the trip wire was not secured, and the slack was not properly removed. This can cause the trip wire to slip through the handle assembly and affect the bands deployment activity. The IFU states, "take up slack by pulling proximal end of trip wire on handle unit. The pulling loop of ligating unit will advance into working channel of endoscope. Verify that the trip wire does not fall into the gap between the handle unit spool and bracket. Pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs. Secure trip wire in slot on handle unit". Additionally, the trip wire was found to be bent. Based on the condition and evaluation of the returned device, the kink in the trip wire was likely generated during handling and manipulation of the device during set up or when rotating the handle during the procedure. Taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was observed that the bands could not be deployed after rotating the handle several times and multiple bands were also deployed at once. Reportedly, there were no other problems noted, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.